Event description:
The manufacturer was informed on (B)(6) 2016 that a patient with mitroflow valve explanted due to structural valve deterioration (svd). The manufacturer received the following information: on (B)(6) 2016: progressive deterioration, worsening functional class ii-iii. On (B)(6) 2016: angina with minimal efforts. On (B)(6) 2016: paroxysmal nocturnal dyspnea episode . Admitted in ICU with congestive heart failure. Transthoracic echocardiography revealed aortic prosthesis dysfunction, thickened leaflets with opening restriction that caused stenosis (gradient 67 / 41mmhg, 0.66cm2 area) with moderate-severe regurgitation, lv hypertrophia, lvef 45%. Re-operation was performed on (B)(6) 2016.

Manufacturer narrative:
The explanted valve was received by livanova for evaluation on 18 november 2016. The complete manufacturing and material records for the mitroflow bioprosthetic pericardial heart valve, model dla21, s/n (B)(4), were pulled and reviewed by quality control at livanova (B)(4). The results confirmed that this valve satisfied all material, visual, and performance standards required for a (model dl) mitroflow aortic pericardial heart valve at the time of manufacture and release. This mitroflow valve was explanted after 3 years and 10 months due to a reported prosthetic stenosis and regurgitation. Leaflets calcification, detected with visual, x-ray and histological analyses, caused stiffening and led to progressive valve stenosis. Aortic insufficiency likely resulted from leaflets tears and inadequate leaflet coaptation caused by calcification of the leaflets. There was no evidence of endocarditis in the returned valve. As reported in the scientific literature, structural dysfunction is the major cause of failure of bioprosthetic heart valves and the principal underlying pathologic process is cuspal calcification. Calcification can also cause stenosis due to cuspal stiffening. Calcific deposits are usually localized to cuspal tissue (intrinsic calcification) . It is possible that the patient¿s clinical conditions and risk factors (hypertension , hypercholesterolemia, obesity, hypothyroidism and clear cell renal cell carcinoma) may have contributed to the structural valve deterioration observed in this mitroflow valve.